Event description:
It was reported that the insulin pump had developed scratches over time, during normal use of the device. The customer's blood glucose was 8.1 mmol/l nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump was received with missing segments/clear horizontal line on the middle of lcd window due to cracked zebra connector on lcd board. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.